Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the full lead was returned and analyzed. No anomalies were found. The proximal conductor was stretched and the outer insulation was kinked/buckled, breached cut, and showed cosmetic depression. There was blood in/on the helix/lobe mechanism, the lead was stretched, and apparent explant damage.

Event description:
It was reported that the patient was experiencing chest pain. It was also reported the right ventricular lead had been implanted in the left atrial appendage and not placed in the right ventricle. The physician believes that the lead went through the lung and ended up in the atrial appendage. When the patient was being ventricularly paced, the lead would pace the atrium. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. The proximal conductor was stretched and the outer insulation was kinked/buckled, breached cut, and showed cosmetic depression. There was blood in/on the helix/lobe mechanism, the lead was stretched, and apparent explant damage. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.